Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with a prostyle device using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred which was attributed to the calcified site. A second prostyle device was then used and reloaded, however, when advancing the device into the patient there appeared to be resistance causing the distal sheath to bend slightly and fold back on itself (even though there was a smooth entry with the first device). It was decided to stop advancing and remove the device slowly, however, bleeding had increased. The second prostyle had somehow increased the size of the access site in the vessel or perforated the vessel at a different site. It was attempted closing it with a large manta vessel closure device but it wasn't big enough. Vascular surgeons were called but by the time they arrived, hemostasis had been achieved via manual compression. Ore-close was abandoned. They proceeded with the tavi procedure the right femoral was now used for the smaller sheath and the left for delivering the valve. Valve implantation was successful, however, there were complications in the iliac on the left side. First appeared to be a pseudoaneurysm then looked like active bleeding. There were continuous concerns for the patient throughout the procedure including elevated lactate levels which indicated hypoxia. A prostyle was used successfully to close the left cfa. The procedure lasted for around 5 hours before the patient was taken to recovery. Upon leaving the cath labs at the end of the day, there was still some concern for the patient and they were being monitored by staff. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.